Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was delayed and it was completed by refilling the oil. The philips field service engineer (fse) inspected the system onsite and determined that the oil had leaked from the oil pipe connector. Upon troubleshooting actions, fse reconnected the oil pipe connector and removed the spilled oil. After repairs, the system was returned to use in good working order. The product UDI, manufacture date, reporting address line 1 and the reporting address city have been updated.